Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) different patient samples that were generated by the access 2 instrument. Patient a: the patient sample was tested for accu tnl and a result of 2.9ng/ml was obtained. The accu tnl result was reported out of the lab. The customer collected a new sample from the patient approximately 7 hours later and tested for accu tnl; the result was 0ng/ml. Per physician's request, the customer retested the original sample for accu tnl and the repeated result was 0ng/ml. Patient b: the patient sample was tested for accu tnl and a result of 2.9ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested for accu tnl and the repeated result was 0ng/ml. The customer did not receive any report of patient injury requiring medical intervention that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System checks performed on 10/18/06 and 10/20/06 passed. The specimens were collected in 4.5ml, plastic, bd, lithium heparin tubes with gel separators and centrifuged at 3,000 rpm for 5 minutes. A field service engineer (fse) was dispatched to the customer's lab on 10/18/2006. The fse replaced substrate pump and probe due to high results in substrate portion of the system check. The fse verified that the instrument was operating per established procedures. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.